Event description:
It was reported that during a stenting treatment procedure, a balloon leak and stent deployment issue occurred. The target lesion was located in the right renal artery. A 5.0x19x150cm express sd stent delivery system (sds) was deployed at the right renal artery. However, during the first inflation at 8atms/37secs a balloon leak was noted and the stent would not fully expand due to a hole in the balloon. The express sd sds was withdrawn. To complete the procedure an apex balloon was inflated to fully dilate the stent. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination of the returned device revealed the stent was not returned. Magnified inspection revealed no damage to the catheter. A .014" guide wire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure of 14 atm with an inflation device filled with water. The device maintained rated burst pressure for five minutes with no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered as not confirmed due to no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).